Event description:
The customer contact reported the pump was returned to the IV therapy department with a note that stated, "machine delivered 0.5ml bolus extra. It was setup to 0.3mg, but delivered 0.8mg instead". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events while the device was in clinical use. Though requested, no additonal information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.